Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had a buckled connecting tube. Problems related to reprocessing. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction as there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the device had a buckled connecting tube and problems related to reprocessing; however, the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue of buckled connecting tube and not reprocessing prior to sending to repair is not likely to cause or contribute to death or serious injury if the malfunction were to recur.